Manufacturer narrative:
The samples were lithium plasma and centrifuged for 10 minutes at 3000rpm. Per customer, the samples were normal in appearance. Qc is performed once a day and it was within customer's specifications prior to and after the event. On (B)(4) 2010, the customer performed system check and failed the unwashed portion and the mean was out of specifications low. Unwashed was repeated and met specifications. A bci field service engineer (fse) replaced the pipettor and the aspirate probes. Fse verified the alignment and ultrasonics, cleaned the wash wheel, wash, and precision valves. All verifications testing met specifications. Fse did not note any hardware issues. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to receiving accutni results above the acute myocardial infarction (ami) cut-off for two patients generated by access 2 immunoassay analyzer. The results were not reported out of the laboratory; hence patient treatment was not impacted by this event. The samples were repeated on the same instrument. Patient one's result was within normal reference range, whereas patient two's result was within the risk stratification range.